Event description:
A customer reported obtaining unexpected negative results with capture-r ready-screen (3), lot r324 on the echo.

Manufacturer narrative:
A review of the image result files showed that reactions appeared as reported by the instrument. In-house testing confirmed the presence of the e antigen on retention product, lot r340. No in-house testing could be performed on lot r324 due to the product having expired prior to receipt of the complaint.